Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having an MRI due to their device or therapy. The patient had a small pinhole at the ins pocket incision site (on top of the implant) that was the size of a q-tip. Every other week produces fluid and the fluid went from being clear to slightly cloudy. They think they may have an infection in the fatty tissue and they wanted to do the MRI to detect what was going on or to ensure there was no other infection. The patient said that following surgery they were told it would take 4-6 weeks to heal but this never did, it seemed to come and go. When they saw their healthcare provider (hcp) they put them on antibiotics and told them to put ointment on the cut but again, it opened up. They said that something wasn't right because any other cut on their body heals up immediately. The pin hole was driving them crazy and laying on their back was excruciating. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that electrodes were sent to pathology as a specimen. The current status of the affected devices are unknown. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017: product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient¿s device was removed because there was an infection by the battery and electrodes on the leads. The event occurred in (B)(6) 2017. No further complications were reported/anticipated.